Event description:
Information received from patient regarding implantable stimulator (ins). The reason for call was caller stated that their stimulator was working okay but when they woke up this morning they could not feel the stimulation anymore. Agent tried walking the caller to connect to patient therapy application and check if the stimulation is turned off. Agent asked the caller to turn the communicator on but when caller pressed the power button they mentioned no lights coming on. Agent asked the caller to press the power button for a long time but they confirmed there are still no lights. Agent asked the caller to grab the charger of the communicator and plug it in but caller confirmed still no lights appearing. Agent asked the caller to remove the communicator out of the phone case to thoroughly check the communicator but caller mentioned that they are having problem with troubleshooting as they are not good with it and will be asking their daughter to help them and will be calling us back. Pt called back regarding information as already documen ted in this case. Pt put someone else, who agent understood to be their spouse, on the phone. Caller stated that the handset and communicator were not taking a charge and weren't connecting. Agent asked the caller if they tried other outlets and caller said yes. Agent asked the call if they tried other charging cords and caller said no. Caller had another type c cord available, so caller connected the type c cord to the handset and caller said that they saw the manufacturer's name on the screen with 31% and a lightning bolt. Agent understood that the handset was charging, however caller then said that they didn't have the type c cord connected to the handset. Agent asked the caller to connect the type c cord to power and then to the handset. Caller said that they saw the charging lightning bolt but then it went away. Caller was very poor with navigating and using the equipment,. Agent tried to guide the caller through checking different areas on the handset to see if the handset was charging, however caller was not understanding. Agent connected caller to health care it for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: tm91scs, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. Pt was asked for cause and steps taken to resolve loss of stimulation but patient responded n/a. Pt reported cause of issue with communicator was that it won't power on. Communicator was replaced and the issue has been resolved.